Event description:
A report was received of an endosseous dental implant was explanted due to a loss of osteointegration. Infection and bone loss were noted. The dr reported loss of the natural teeth to periodontal disease as a contributing factor.